Event description:
The yag laser was being used and the tip broke off in the bladder. The tip was retrieved by the physician. There was no harm to the patient. The tip was in one piece and intact. Fiber was cleaned and secured in the or. Manufacturer will be notified for instructions.